Event description:
It was reported the patient was no longer receiving effective stimulation following an impact in 2012 (date of event is unknown). As a result, the scs lead was explanted and replaced.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.